Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 63 alarms noted during testing however, the formatted history file confirmed pump error 63 alarm (line number 147 file number 2017). Problem isolated to the electronic assembly as per global logic analysis. Unit received with faded serial number label. Fault number: hardware error alarm (63). Linenumber: 147. Filenumber: 2017. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failure alarm twice. Customer stated they were able to clear the alarm and complete the rewind process. Self test passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.